Event description:
It was reported of an alleged incident with a pt that had an ommaya reservoir implant. The pt was injected with intrathecal methotrexate by a physician's assistant on 06/30/1998. The pt experienced hallucination. Pt infarct one half of the brain. The pt expired on 08/22/1998. There has been no acknowledgment from the hosp of an incident with an ommaya reservoir. There has been no acknowledgment of a malfunction with an ommaya reservoir. Co cannot confirm that the ommaya reservoir is co's product. All of the info was provided via phone call by sales rep and has not been confirmed by the hosp. Co cannot confirm the hosp, the physician, the product or date.